Event description:
It was reported that, "put in screws on power, hit other screw (already in) peeled off threads (we think)."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.